Event description:
An initial event notification was received by sequel med tech, llc on 01-may-2026 and forwarded to millyard advanced medical products, llc on 02-may-2026. It was reported that while the user was traveling in germany, they experienced diabetic ketoacidosis and presented to the hospital. No further information was provided. The user remains ongoing on their twist pump.

Manufacturer narrative:
On (B)(6) 2026, it was reported that the user experienced diabetic ketoacidosis (dka) over the previous weekend (25-apr/26-apr); however, the specific date of the event was not provided. Therefore, the event date (b3) is not provided in this report. Based on the information available for assessment, a relationship between the twist automated insulin delivery (aid) system and the patient's dka could not be determined. Investigation into the reported event remains ongoing and a supplemental report will be filed once results are available. At this time, no components or additional information relevant to the reported event have been made available to millyard advanced medical products, llc, for further investigation.